Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the food and drug administration (FDA) regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was severe chronic pain. Concomitant medications included fentanyl, clonidine, marcaine, prednisone 10mg/day, sumatriptan injections for migraines, phenergan as needed (prn) for nausea, colace, senokot, multivitamin, b12, b-complex, 03, coq10, magnesium, and krill oil. It was reported that the patient had an intrathecal pump in their abdomen. 20 hours after the placement, the patient noticed pronounced ringing in the ears which they had never had before in their life. The patient asked their healthcare provider (hcp) if the tinnitus could be due to the pump, and he said he had never heard of that before and that it probably wasn't related. The patient went to another ear, nose, and throat (ent) hcp who did a lot of tests, but couldn't find a cause of the ringing. The patient saw the ent hcp for about six years annually to test their hearing, and there was some upper range loss. The patient stopped going after six years because the hcp wasn't really doing anything. For the past three months, the ringing had gotten much louder and the patient noticed having trouble hearing speech accurately. It was noted that it was really loud at the time of report and never let up. Before, the patient could mask the sound with tv or music or something, but nothing worked anymore. The tinnitus masked everything else. The patient was going to ask their hcp if they should get any blood work done for metal levels, and confirmed the pump was still implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
See attached medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.